Event description:
Boston scientific received information that this atrial lead fractured. The lead was exhibiting increased impedance measurements, loss of capture and oversensing. The physician will be extracting this lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. Should additional information become available, this report will be updated.